Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2013, the reporter contacted animas, alleging the pump emitted replace battery alarms with multiple new batteries. It was noted by the reporter that the battery cap had not been changed since the pump was new in (B)(6) 2011. The user guide instructs the user to change the battery cap every 3-6 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.